Event description:
It was reported the video system center analog image board in the processor was not working and the customer was not receiving an image. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the patient board had failed. Based on the results of the investigation, it is likely that the following led to the malfunction: from the facts obtained from the investigation, at the inspection of the repair dept, it was confirmed that due to failure of the patient board set(ap/dr) board, the image board is not working (the image is not displayed). From this, we presume that the image board is not working (the image is not displayed) due to failure of the patient board set(ap/dr) board. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): there is no basis that the defect is caused by misuse of the user, thus not applicable.